Event description:
Brush head popped off in mouth - oral-b device breakage brush wont spin - oral-b device physical property issue case narrative: a spouse via phone stated that the oral-b toothbrush head on their 37 year old wife's (female) toothbrush popped off in her mouth and when replaced with a new oral-b toothbrush head, it would not spin. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head popped off in mouth - oral-b [device breakage] brush wont spin - oral-b [device physical property issue] case narrative: a spouse via phone stated that the oral-b toothbrush head on their 37 year old wife's (female) toothbrush popped off in her mouth and when replaced with a new oral-b toothbrush head, it would not spin. No injury was reported.

Manufacturer narrative:
16-apr-2024 case update: complained product will not be not available.